Event description:
On (B)(6)2009, the patient reported a loud noise during operation of the insulin infusion device. The patient stated two weeks prior she noticed condensation in the cartridge chamber window. The patient continued to use the infusion device. According to the patient, the cartridge chamber window looks foggy. Patient stated no insulin was spilled into the device. Patient attached adapter and tubing to the cartridge prior to insertion of the cartridge into the device. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.